Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00578. A physician reported a certas valve ((B)(4)) and a ventricular catheter ((B)(4)) were implanted in a (B)(6) year-old male patient via v-p shunt on (B)(6) 2021 with unknown setting. The patient was stable, but CT images confirmed that the ventricular catheter was disconnected. The valve and the catheter were removed on (B)(6) 2021. The patient is in the follow up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve (ID 828804) was returned for evaluation. Device history record (DHR) - the product code 828804 with lot 4403233 conformed to the specifications when released to stock. Failure analysis - the proximal connector of the valve and the catheter were visually inspected, marks in the proximal connector were noted, no other defects were noted, no defects were noted with the ends of the catheter, no suture tie marks were noted around the catheter. Disconnection was probably due to catheter not being tied to valve. The root cause for the issue reported by the customer is probably due to the catheter not being sutured to the connector. The root cause for the marks in the proximal connector noted during the investigation are due to a sharp / pointed object or unshod forceps coming into contact with the connector.

Event description:
N/a